Event description:
It was reported prior to using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub along with the safety mechanism was separated from the needle on three (3) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 20 retained samples were inspected for hub/collar separation and defective locking mechanisms. The samples passed the functional tests as there were no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub along with the safety mechanism was separated from the needle on three (3) units. No adverse impact was reported regarding the patient or user.